Event description:
The customer reported that while the iabp was in use on a patient, the iabp "will not run on ac power". The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company rep replaced the power supply (part numb: 0014-00-0035e05). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).